Event description:
A caregiver reported that pt experienced frequent seizure attacks while using a surestep meter. Pt does not have diabetes but has an unknown seizure condition, which requires treatment with a special diet that is carbohydrate free, fat free and sugar free. The ss meter is used to monitor the pt's blood against blood glucose level increases, which would reportedly lead to seizure attacks. The ss meter has been displaying low blood glucose readings since 1 day prior to event date. Because of the ss low readings, the caregiver increased the pt's carbohydrate diet content, which resulted in an increase in seizure activity. Pt was taken to hosp where pt was admitted for "seizure frequency". At the hosp the pt's blood glucose was found to be normal. Pt was treated with seizure medications.